Event description:
The article, "long-term outcomes of transcatheter atrial septal defect closure: a single-center retrospective study", was reviewed. The article presented a retrospective, single center study to elucidate the prevalence of adverse outcomes following transcatheter atrial septal defect (asd) closure in a diverse population. Amplatzer septal occluder devices included in the study were occlutech, amplatzer, and cera. The article concluded that transcatheter asd closure was safe and effective, with age not being a limiting factor for success. Male sex, being overweight, and a history of stroke were associated with adverse outcomes. These findings contribute to our understanding of the long-term outcomes following asd closure. [The primary author is lalita honghiranrueng, department of pediatrics, queen sirikit national institute of child health, bangkok, thailand. The corresponding author is supaporn roymanee, division of pediatric cardiology, department of pediatrics, faculty of medicine, prince of songkla university, songkhla, thailand, with corresponding email: jiewsr@yahoo.com] the time frame of the study was from january 2010 to august 2021. A total of 277 patients were included in the study, of which 31 (11.2%) received an abbott device. The average age was 39 years, the average weight was 52 kg, and the majority gender was female. Comorbidities included smoking, coronary artery disease, diabetes mellitus, hypertension, atrial fibrillation, chronic lung disease, stroke, pulmonary hypertension.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "long-term outcomes of transcatheter atrial septal defect closure: a single-center retrospective study". Summarized patient outcomes/complications of long-term outcomes of transcatheter atrial septal defect closure: a single-center retrospective study were reported in a research article in a subject population with multiple co-morbidities including smoking, coronary artery disease, diabetes mellitus, hypertension, atrial fibrillation, chronic lung disease, stroke, pulmonary hypertension. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.